Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was bent and retracted inside the sensor base; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Event description:
The customer reported via phone call that the sensor did not have a cannula. The customer stated that the sensor was not communicating with the transmitter, and he discovered the anomaly upon removing it. Blood glucose level at the time of the incident was 89 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.